Event description:
It was reported that an ilet sleep/wake button intermittently failed to respond to presses, though the user sometimes perceived vibration and could restore function by placing the device on a charger. Symptoms included no clinical symptoms. Outcomes included no impact to health, no alarms, and no medical intervention or hospitalization. Investigation included remote troubleshooting and user education. Investigation of this case revealed an intermittent noncritical user interface responsiveness issue related to the sleep/wake button without evidence of systemic device failure. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate but consistent with intermittent hardware or firmware behavior not reproducing during evaluation.